Event description:
It was reported that the atrial lead dislodged and was sensing the ventricle. The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).